Manufacturer narrative:
The reported events of failure to capture and r¿wave amplitude variation were not confirmed. As received, a complete lead was returned for analysis. Electrical testing found no indication of conductor fractures but did find an internal shorts consistent with procedural damage. Visual and x-ray inspection found no anomalies except for procedural damage.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the right ventricular (rv) lead exhibited high capture threshold and variation in the r-waves. The rv lead was not used and replaced during the procedure. The patient was stable throughout.